Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The most likely cause of stimulation in the wrong location was determined to be stimulation been too high and lowering the setting resolved the reported issue.

Manufacturer narrative:
D3 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the patient just got the implant last night. Caller didn't know what they were supposed to do. Caller was walked through how to connect the handset and communicator to the stimulator. Patient was on program 1 and the stimulation was off. Caller was walked through turning stimulation on. Program 1 they felt stimulation in right leg at hamstring not in bicycle seat region. Program 2 they felt stimulation down the side of the buttock along the crack area. Program 3 they felt stimulation in the leg at the hamstring. Program 4 they felt stimulation below the incision in buttock. Program 5 they felt in the hamstring. Program 6 they felt it strong in the hip. Program 7 they felt on back of hamstring. Patient said none of these programs feel like when they had their old device when they felt it in the bicycle seat region. Patient decided to stay on program 2 at 1.8 volts. Patient said it seems the lead is in a different place then it was before. They didn't feel stimulation in vaginal and rectal area. Caller was told to monitor their symptoms over the weekend and see if they gets relief of their symptoms. If not they were told to follow up with their doctor and tell them they didn't feel the stimulation in the targeted area.